Manufacturer narrative:
The report of a potential device thrombosis could not be confirmed as the patient remains ongoing pump support and no additional events have been reported at this time. Additionally, a correlation between the device and the report of elevated lactate dehydrogenase levels, intracranial hemorrhage, gastrointestinal bleeding, as well as the reported liver, right heart, and kidney failure could not be determined. Evaluation of the submitted system controller log file did not indicate any pump issues or any parameter trends typically associated with device thrombosis. There were no significant pump power elevations recorded and the pump speed remained above the low speed limit for the duration of the log file. The instructions for use lists device thrombosis, hemolysis, bleeding, stroke, right heart failure, renal failure, and hepatic dysfunction as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 months the patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that overnight on (B)(6) 2016, the patient¿s lactate dehydrogenase (ldh) level had increased from 326 u/l to 593 u/l. The increase in lab values caused concern for pump thrombus in the setting of acute liver failure reportedly related to pre-existing right heart failure. The device was reported to be functioning as expected. It was reported that coumadin and aspirin had been discontinued due to due to previously unreported severe gi bleeding and intracranial hemorrhage. On (B)(6) 2016, the patient¿s ldh had stabilized and no further changes in the pump power values were noted. The patient was restarted on a small dose of coumadin and would continue on extensive rehab and dialysis. Prior to implant the patient had severe valvular cardiomyopathy and kidney failure. Post-implant surgery, the patient had severe coagulopathy related to liver failure, the heart was very enlarged, and chest had remained open. No further information was provided.